Event description:
Adverse event(s): "undercorrection" (blurred vision). Product problem(s): "none reported" (no info). A surgical tech reports that following a lasik procedure, the pt was undercorrected. The intended correction was -4.00 sphere and the last post-op visit refraction was -1.00 sphere. An enhancement procedure was performed on a different MFR's laser platform. No further info was presented and the site will not be sending pt records.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).